Manufacturer narrative:
Concomitant product: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from an healthcare provider (hcp) regarding a patient who was receiving baclofen ("2000 mcg/day") at 440.1 mcg/day (manufacturer, lot number, and dates of therapy were not reported) via an implantable pump. Indications for use included intractable spasticity and multiple sclerosis. Medical history and concomitant medications were not reported. On (B)(6) 2015, the patient had a magnetic resonance imaging (MRI) performed; the reason for the MRI was not reported. Subsequently, the patient left MRI "a little over 2 hours" before the time of the report on (B)(6) 2015. During the report, the healthcare provider (hcp) noted that a motor stall was observed in the pump logs. Troubleshooting included interrogation at the time of the report, and that interrogation revealed that motor stall recovery occurred. There were no reported patient symptoms. No alarm was reported.